Event description:
This pt underwent bilateral breast augmentation 10 yrs ago. She now has painful bilateral capsular contractures and underwent bilateral capsulectomies with removal of silicone breast implants and replacement with saline filled implants. Pathology report indicates that the left implant was partially collapsed and the right implant was slightly collapsed.